Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm each for 20 seconds and 5 seconds, respectively. However, it was noted that the balloon ruptured at second inflation. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter city- (B)(6).